Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the patient's whole system was removed 10 days after implant because it became infected; "her body rejected the system".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.